Manufacturer narrative:
(B)(4). Date of initial report : 01/26/2016. The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the clear insulation near the jaws became damaged during use. There was no patient injury. Another device of the same type was opened and used to successfully complete the procedure.